Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "scan again in 10 minutes" error message was received on the adc device and it "triggers a signal loss alarm". As a result, the customer was hospitalized due to a "low blood count" and received unspecified medical treatment for the reported issue. No treatment details were reported and the caregiver indicated that they had to discontinue the call. Note: the caregiver did not confirm the occurrence of loss of consciousness or seizure during the call. There was no report of death or permanent impairment associated with this event.